Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced hypoglycemia while using the infusion device. The patient was believed to be in a coma for 2 days before he was found at home. The patient was very ill and almost unconscious. The patient's blood glucose level was either 5.0 mmol/l or 5.1 mmol/l and he was taken to the hospital. The type of treatment given to the patient at the hospital and ambulance was unknown. The blood glucose results at the hospital were not provided. The patient was in the hospital from (B)(6) 2017. The nurse does not trust the infusion device anymore because of the blood glucose level. She is not sure if this is a problem with the infusion device or a handling problem from the patient. Return of the suspect device was requested for evaluation.